Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil labeled as w9923, with the suture around the winding former. The analysis is not clear because the sample is inside a plastic bag. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? Was there any additional tissue damage resulting from the search for the needle piece? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Contacted with the sales rep today via phone, please refer to the additional event information mentioned on note(a-13742730), other information requested is unknown. Additional information was received: received information as following from sales rep via phone today. After investigation, the patient underwent perineal laceration repair due to "postpartum perineal grade I laceration" on (B)(6) 2025. The operator used the suture (w9923) for perineal intradermal suturing during the operation. During the suturing, the problem of pulling off suture needle happened, and the detached needle fell into the patient's tissue. The operator immediately gave the patient bedside x-ray and bedside b ultrasound examination to search for the detached needle. It lasted for 2 hours to find and locate. Then the needle was successfully removed after further incision of the perineal tissue. After removal, the product integrity was checked. After confirming that there was no residual foreign body, a new suture was replaced to continue the suturing. The subsequent surgery went smoothly. This event led to an extension of surgery time of about 2 hours and perineal injury to the patient. The patient recovered well currently and no further adverse events were reported.

Event description:
It was reported that a patient underwent a lateral incision of vaginal delivery procedure on (B)(6) 2025 and suture was used. During the procedure, t's reported that needle pull off issue during episiotomy of vaginal delivery. The needle fell into patient and it took around 2 hours to look for the needle. And finally, it was retrieved with help of multidisciplinary consultation and bedside ultrasound, and x-ray. Changed another size 2-0 suture to complete surgery. Enclosed please find defect photo. No adverse patient consequences were reported. Additional information was requested.